Event description:
During an open reduction internal fixation of left humerus, while putting the pegs into the humeral head, the tip of one of the drill bits snapped off inside the bone. It was felt that to retrieve this from the middle of the humeral head would cause too much bone destruction and compromise. The drill bit tip was left in the bone.====================== manufacturer response =====================depuy representative was in the or during the procedure. He took the information and remainder of the kit to his company for review. After review a report will be sent to the surgeon and a copy to me.